Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the emergency room with syncope for an unknown reason. At this time the physician has opted to continue to monitor the patient. The implantable cardioverter defibrillator (ICD) remains implanted and no additional adverse patient effects were reported.